Event description:
Prior to implant procedure, the device was not able to be interrogated with radio frequency (rf). A new device was selected for implant. No patient consequence.

Manufacturer narrative:
The cause of the communication anomaly was found to be a firmware anomaly. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. The device's functionality was bench tested; inductive telemetry, pacing, sensing, impedance, high voltage output, high voltage shock, and patient notifier were tested on the bench. No anomaly was detected.